Manufacturer narrative:
Corrected data: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the information was learned through implant patient registry. The patient also had another device explanted, please reference the other medwatch report filed under patient identifier (B)(6). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on (B)(6) 2010 and (B)(6) 2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review is currently in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 92.97 months. The reason for explanting the device was not provided. No further details were reported.